Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, the reported failure was confirmed through technical assistance center (tac) troubleshooting. Tac provided remote troubleshooting after the customer reported no color bar image from the otv-s200 serial digital interface (sdi) output to the lmd-x310s monitor. Tac confirmed the monitor input selection was incorrect; once the sdi 2 input was selected under port a, the image was restored. As per the instructions for use (IFU) manual: as the otv-s200 was incorrectly connected to a lmd-x310 monitor, which was not listed in the IFU instructions as a compatible monitor. The IFU specifies that the otv-s200 must be connected to a compatible monitor using the appropriate cables designated for the selected video signal type. Using incompatible equipment may result in patient injury or equipment damage and makes it impossible to obtain the expected functionality (instruction manual, pages 7 and 45). A root cause could not be identified. Based on the results of the investigation, the most probable cause was unintended use error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no color bar image from the sdi (serial digital interface) output to the monitor during set up / inspection for use. There were no reports of patient involvement.